Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Lot history record review could not be performed, because no lot number was provided.

Event description:
The user reported that the white part of the smartsite separated from the clear part when the clinician tried to flush the device with a 10 mls syringe. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The device has been requested for investigation but not received to date.